Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the spacer impactor has fractured at the thread and the fractured portion remained in the spacer. Hardness test was performed and was within specification. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00434903909, humeral stem spacer size 9, 63799311. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tm reverse taper impactor handle fractured off in 9mm tm reverse spacer during impaction. Impactor handle threads remained in the implant. The 9mm spacer was removed and a new spacer was impacted onto the humeral component. No additional information available.